Event description:
Index procedure was prompted by myocardial infarction. An endeavour sprint stent was implanted into the lad. 13 days post index procedure, the patient suffered acute coronary syndrome (myocardial infarction). Patient recovered. Investigator assessed that the event is not related to study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.